Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated.

Event description:
It was reported that during a cardiomems procedure, the .018 command st guidewire (gw) was advanced to the pulmonary (pa); however, the physician was dissatisfied with the gw placement location. Therefore, the gw was removed and additional angiogram was performed. The gw was advanced again to the pa and the cardiomems catheter was advanced on the gw passed the target lesion. When attempting to pull the cardiomems catheter back to the target lesion the gw and delivery catheter moved back to the main pa. The cardiomems device was removed from the patient and attempts were made to place the gw in the intended location. After, multiple attempts the physician was able to place the gw; however, when attempting to remove a non-abbott catheter, the gw jumped back out of position. The non-abbott catheter was re-advanced to place the gw in the correct vessel. At this time, the patient started coughing up blood. Therefore, the procedure was stopped and the patient was suctioned. The patient recovered in the cath lab and was admitted to the cardiac stepdown unit for observation. There was no reported adverse patient sequela. The physician reported that the patient coughing up blood and the need for additional observation was not caused by the gw. Return device analysis found the polymer coating was separated 0.5mm distal to the proximal end of the polymer coating. The separated portion was not returned. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.